Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician pre-dilatated with a quantum maverick 5.0x8mm balloon and implanted a taxus liberte 4.0x8mm in the left main. He then pre-dilatated the proximal lad with a maverick 2.5x20mm balloon to (10atm) and implanted both a 2.75x8mm taxus liberte stent and a 3.5x20mm taxus liberte stent in the proximal lad. After that he planned to implant another taxus liberte 3.5x24mm, but was not able to reach the lesion. The physician decided not to implant another stent and finished. There were no pt complications. The pt's condition was listed as "stable". However, the returned product analysis revealed stent movement on the balloon and stent damage.

Manufacturer narrative:
A visual and microscopic review identified that the stent had moved distally on the balloon. The proximal edge of the stent moved approximately 1mm from the distal end of the proximal markerband. A visual and microscopic examination also identified proximal stent damage. The stent strut rows 8 to 10 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).